Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to inject into the skin or to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide; model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose : chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The wife reported that her husband passed away and she thought it may have been due to the omnipod system. She stated that when the pod was taken off the patient's body, the pod needle had never injected into the skin. The patient's blood glucose levels in the emergency room were over 1000 mg/dl. The wife was looking for the pod but could not locate it to provide device information, the pdm (personal diabetes manager) was not available as it was with the endocrinologist. The wife stated that the patient was at home and complaining the afternoon/evening before he passed. His blood glucose levels were high and he could not get them down, he was bolusing. He was not feeling well, with high levels, and around bed time (10:30pm) he was wobbly. At 1:00am the wife heard something that woke her up, she reached over and touched her husband's forehead, he was sweating profusely. She turned the light on, went to his side of the bed and the patient was unresponsive. She called 911 and woke the son, who is an emt (emergency medical technician), and he started CPR (cardiopulmonary resuscitation). The ambulance was not certain the patient would pull through, he did not have a pulse but in the ambulance, they were able to get a pulse. When he got to the emergency room, he was still unresponsive. The patient was put on a ventilator because he was not showing any improvement. The family decided to take him off the ventilator. He had been hospitalized for three days at the time of death. The cause of death was reported to be cardiac arrest due to or as a consequence of hypertension, onset 20 years, due to or as a consequence hyperlipidemia, onset 25 years, due to or as a consequence of arterial sclerosis causing myocardial infraction, onset 30 minutes.